Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A20068-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (dysmenorrhea.), pelvic pain (chronic pelvic pain) and adenomyosis (adenomyosis.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and adenomyosis ("adenomyosis"). The patient was treated with surgery (oophorectomy,robotic-assisted laparoscopic hysterectomy, laparoscopic right salpingectomy. (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea and pelvic pain to be related to essure. The lot number reported (a20068) is not valid. Most recent follow-up information incorporated above includes: on 7-aug-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2015)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy ((B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. A20068) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (dysmenorrhea.), pelvic pain (chronic pelvic pain) and adenomyosis (adenomyosis.). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and adenomyosis ("adenomyosis"). The patient was treated with surgery (oophorectomy,robotic-assisted laparoscopic hysterectomy,laparoscopic right salpingectom. (16jun2015)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received: event medical device removal was replaced with event pelvic pain. Event dysmenorrhea, adenomyosis were added. Reporter added, dob added, lot number added, medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2015)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy ((B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.